Event description:
On 9/19/2008, it was originally reported by the customer that the "laser is not working since 2005, because the high voltage power supply has a problem." In 2008, it was reported by the customer that "the high voltage power supply has a problem because the transformer t1 is totally burned." Three days later, it was reported by the customer that "the problem with this laser happened during the installation, not during the procedure. During the installation, as soon as the laser was switch on, I felt a burn smell, so I turned the laser to off position immediately. During the inspection, I discovered the transformer t1 burned and hot." Also, "there was not any injury or death associated with this laser." This information is documented as reported to trimedyne.

Manufacturer narrative:
Note: the manufacturer completed all information on this form based solely upon report by third party service engineer. The manufacturer did not evaluate the device. No consequences or impact to patient on 10/23/2008, the following was determined, "after reviewing the attached photos, it does not appear that there was any visual conclusive evidence that the "t1 transformer was totally burnt" as you reported." Device being evaluated by third party.